Manufacturer narrative:
Continued e.1. Facility name: (B)(6). Continued e.1. Phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Photo analysis: visual analysis of the photographs identified: ¿ capsular contracture: unable to observe as it is a physiological phenomenon. No further actions are required since no issue in the manufacturing of the device is observed. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade ii/iii.

Event description:
Healthcare professional reported "capsular contracture baker grade ll/lll". This record is for right side. The device was explanted.